Manufacturer narrative:
Two sample IV sets were returned to the manufacturer to be evaluated. A lot number was not reported and remains unknown. No visual manufacturing defects were noted. Both sets were physically air tested for leakage per specification. There was leakage observed at the sonic weld of the proximal ultrasite valve on one of the sets. The second set did not leak and was found acceptable. Without the actual lot number, a thorough evaluation could not be performed. There are no adverse trends, of this nature, identified against the reported catalog number.

Event description:
As reported by the sales rep per the user facility: reports leaking at y site after accessed for secondary infusion. No injury. Additional information provided by the facility indicated the solution leaking at the y-site was a chemotherapy drug. It was reported no one suffered any adverse sequela associated with the reported incident. The lot number remains unknown.